Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse found aspirate probe was unscrewed which caused a fluid leak in the analytical module. Fse cleaned the analytical module. No further leaks were found. The issue was resolved and the customer is operational. In conclusion, the cause of this incident is a hardware malfunction.

Event description:
On (B)(6) 2023 the customer reported obtaining erroneous access immunoassay results for multiple analytes from the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number a71456 and serial number (B)(6) ). Some patient samples were retested using an alternate dxi analyzer and results generated were discordant to those initially obtained on dxi sn (B)(6). The customer reported there was a change to patient treatment or management for some of the patients whose results were affected; however, the customer could not provide an exact number of patients whose treatment had been changed, details around change to treatment or which specific analyte results were affected, leading to any change to treatment. A request for additional information was made but customer was unable to provide the information. No issues with sample integrity were reported by the customer. Calibration data was not provided for review. A system check failed on (B)(6) 2023. Per customer verbal results, quality control (qc) results were failing. No other details for quality controls was provided. Customer reported substrate dispense alarms with aspirate and dispense probe plate and peristaltic pump motion errors. Customer also reported the luminometer drift correction factor was not stable. A beckman coulter field support engineer (fse) was dispatched to assess system performance.